Manufacturer narrative:
A ge rep evaluated the system and replaced the foot switch. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the x-ray light remains lit. No pt injury was reported.